Manufacturer narrative:
Related patient identifier: (B)(6). B3: date of event is unknown. Additional information will be provided if available. The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus was unable to identify the reason why proper cleaning and sterilization were not performed. Olympus can assume that the decision to sterilize the reusable medical device (fg-45u-1) with sterrad was made by the user facility. Although the root cause of this event could not be determined, we will continue to monitor trends and take appropriate actions as necessary. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the reusable tripod forceps that had been sterad sterilized during reprocessing involving the olympus grasping forceps. There was no patient involvement.